Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no reported impact to customer's blood glucose level. Reportedly, the customer reloaded to cartridge and received an accurate fill estimate.